Event description:
Unable to dismantle for cleaning prior to sterilisation not validated as sterile by hospital.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. The reported device was not intended to be disassembled for cleaning or sterilization. The device was manufactured in 2008 to the (B)(4) prior to the design change in 2011 which enables disassembly. The device was discovered during inspection; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance; no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Unable to dismantle for cleaning prior to sterilisation not validated as sterile by hospital.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.